Event description:
The dentist reported that a (B)(6) patient, with no specified medical history, was treated with a benco 30 g short needle. The dental needle broke at the hub in the patient's mouth and had to be surgically removed. Although stated that a portion of the needle was still visible, attempts to retrieve it were unsuccessful and the needle advanced submucosally to be completely covered by the intraoral tissues. The patient was referred to an oral and maxillofacial surgeon who successfully removed the needle. The patient recovered uneventfully. No other information is available.